Event description:
It was reported that the patient will undergo a revision surgery due to their device protruding too much on the surface. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available.

Event description:
Additional information received noting that the patient's leads are in front of the generator and are visible. The leads were placed this way at the patient's last battery replacement and the surgeon is going in to adjust the placement so the lead are no longer in front. No known surgical intervention has occurred to date. No other relevant information has been received to date.